Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0aue6, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient had a stroke last (B)(6) 2014. The patient had brain damage and was in a coma in the intensive care unit. The patient¿s daughter inquired about how to turn stimulators off and had inquired if the stimulation was turned on if it would help the patient¿s condition, mental status. It was noted that there would be no repercussions to turning the device off. The patient¿s implanting healthcare professional had not known of any malfunction and they had not heard that there was anything out of the ordinary with the patient¿s case and they also had not heard from them. No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filled. Reference manufacturer's report number: 3004209178-2014-17043.